Event description:
The customer states that one patient had an initial axsym troponin-I value of 2.0 ng/ml. Four subsequent draws (every six hours) yielded axsym troponin-I results of 2.0, 2.2, 2.0, 2.1 ng/ml. The patient underwent a cardiac catheterization with negative results. The patient then had a pacemaker implanted based on EKG and troponin-I results. No additonal impact to patient management was reported.